Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, additional information added to h10. The 14fr esheath+ was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Post procedural imagery was provided and the following was observed: the sheath distal tip is torn radially along distal edge of liner with stretching, no material is missing from the torn distal tip, and scratches are noted on the sheath shaft. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this event. A review of the lot history revealed other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath+ usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The torn distal tip of the esheath+ was confirmed per evaluation of the provided imagery. However, no manufacturing nonconformance was identified during evaluation. Per evaluation of the imagery provided, the sheath distal tip was observed to be torn radially along distal edge of liner. The failure mode is characteristic of sheath tip tear events previously investigated by edwards lifesciences. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, it was reported that the patient had moderate calcification and mild tortuosity. Calcification can create a constrained condition on the distal tip, leading to non-optimal conditions for tip opening. Additionally, calcification and tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification) may have contributed to the event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment escalation is required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device was discarded at the hospital.

Event description:
As reported by our edwards lifesciences japanese affiliate, during a transfemoral transcatheter aortic valve replacement procedure with a 23 mm sapien 3 ultra resilia, resistance was encountered at the location of calcification in the right common iliac artery (cia) during insertion of the 14 esheath+. The devices were able to be inserted, and the valve was deployed without issue. After removal of sheath, an angiography showed a contrast leak at the cia. After ten minutes of manual compression, hemostasis was achieved, and the procedure was completed. Upon removal of the devices, it was observed that the distal tip of the sheath was torn longitudinally and circumferentially. An image of the device provided by the site was reviewed by an edwards lifesciences engineer, and the distal tip of the sheath appeared torn. No pieces of the sheath appeared missing.